Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high shock lead impedances greater than 125 ohms. Further testing was recommended once impedances measured around 130-140 ohms. Results are not known at this time. This rv lead remains in service. No adverse patient effects were reported.